Event description:
It was reported that revision surgery was performed due to infection. Procedure with removal of old poly, washout new insert implanted.

Manufacturer narrative:
The associated complaint device was not returned for evaluation. Without the actual product involved and/or device information, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened. No further actions are being taken at this time.

Event description:
It was reported that revision surgery was performed. Procedure with removal of old poly, washout new insert implanted.